Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the device broke. Pieces of the bag fell into the pt and was retrieved without difficulty. No pt injury was reported.